Event description:
A malfunction was reported with a code called malf 12. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, and the level remained within a normal range. Technical support provided information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any further issues occurred. There was no reported impact to the customer's blood glucose level, and the customer understood the instructions provided.